Manufacturer narrative:
Pr#: (B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart xl+ was continuously restarting. There was no patient involvement.